Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: up1a.231005.007.s918usqu5cyb1 hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized on (B)(6) 2023, due to elevated blood glucose levels following issues with pod adhesion and dislodgement of the cannula from the infusion site. The infusion site location and duration of pod wear were not reported. Blood glucose levels were reported to be approximately 300-400 mg/dl. The patient reported being diagnosed with diabetic ketoacidosis and receiving treatment with fluids, intravenous insulin, insulin injections, anti-nausea medication, and potassium during hospitalization. The patient was discharged on (B)(6) 2023. The patient further reported having hashimoto¿s disease, which she stated sometimes causes her skin issues. She is no longer using the omnipod system and has transitioned to an alternate pump system, reporting that she continues to experience similar issues.